Event description:
It was reported to manufacturer that when the vns patients' device was tested at a recent initial office visit with a new neurologist and the diagnostic test revealed high lead impedance. Review of the patients programming history revealed that high lead impedance had been observed since may 2006, one month following initial implantation, when the patient was being followed by a different neurologist. Diagnostics the date of implantation revealed normal device function. Despite the high lead impedance reading in 2006, the device settings were increased. There was no report of trauma or manipulation that could have contributed to the event. The current neurologist turned the device off and referred the patient to a surgeon. Revision surgery is likely. Attempts to obtain additional information from the current and past neurologists are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.